Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was implanted for left side and shoulder pain. The patient reported, postoperative, that he was only getting stimulation on his right side. The physician decided to revise and reposition the lead. The patient was able to receive stimulation on his left side after the lead revision.